Event description:
During the index procedure one intact admiral balloon catheter was used to treat the proximal, middle and distal superficial femoral artery in the left limb (l1). During the procedure the patient suffered from a dissection at the sub-articular popliteal at the level of the distal and middle superficial femoral artery. During preparation of the femoro-popliteal axis using a non mdt balloon over the entire height of the femoro-popliteal axis, there was a dissection at the level of the supra-articular popliteal bone of the distal superficial femoral and middle superficial femoral which was treated using two everflex stents. The ae was assessed as being causally related to an underlying condition or disease. The sponsor assessed the event as causally related to the study device. The patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The dissection occurred at the proximal part of the superficial femoral artery. The dissection was treated with stenting and ballooning with an inpact admiral balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update received: during the procedure and before applying the dcb, a dissection was visualized. Two everflex stents were placed. At the proximal part, a dcb was applied. At the end of the procedure, it was believed there may be another dissection. For this reason, a non mdt stent was placed to treat this possible dissection. The site commented that "according to the pi, the dissection observed at the end of the procedure is not related to mdt dcb or to any other device used in the procedure. Is simply related to the procedure." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Popliteal 1 segment, popliteal 2 segment, popliteal 3 segment also treated during the index procedure medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.